Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report to update the complaint file as the device has been returned for evaluation.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot # c1740379 was returned to cirl for evaluation in its original packaging opened. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11th feb 2021. A kink was observed at the 3rd and 5th porthole on the pigtail of the tapered end of the stent. A 0.035 inch wire guide would not pass the kink. Image review: n/a. Document review including IFU review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-10 of lot number c1740379 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1740379. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician advanced the reported stent over a wire guide (0.025inch visiglide2/olympus), the stent got kinked. Therefore, another product was used instead. No adverse events to the patient were reported. Physician's comment: I don't know if the stent originally had kink or it became kinked during the procedure. Sales rep's comment: I think it is highly likely that the stent became kinked during the procedure, but I am not sure because I didn't attend the procedure. The facility often uses the product. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact: please indicate where the device was stored prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide2/olympus. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Yes. If yes please indicate the procedure performed. Est. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use?unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Another product was used instead. Was a straightener used to straighten the stent? Unknown.